Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels after turning the laser firing power to turbo (120% to 100%). It was noted that turning down the laser power had no effect. The physician performed a biopsy prior to the ablation procedure and flushed with a saline solution. There were no patient complications reported in relation to this event.